Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the meter remote emitted an error 1 alarm just after attempting to program a bolus. The reporter indicated that the battery was removed and reinserted twice but the error 1 would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.